Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The target lesion was located in the 90% stenotic severely tortuous mid to distal right coronary artery (rca). The physician attempted to cross the lesion with the 2.50x24mm taxus express2 drug eluting stent three times, but all attempts were unsuccessful. The device was removed and it was noted that the stent edge was flared. The procedure was completed with another of the same device and the patient condition is reported as good.

Manufacturer narrative:
Device analysis. As no device was received for analysis, it is not possible to perform any inspections on the device. The mfg records for this batch have been reviewed and no issue or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. A CAPA has been opened to address this issue.